Manufacturer narrative:
The device was not returned for analysis. The results of the investigation determined that the issue was due to improper grounding pad placement. Per the IFU, grounding pads should be placed on a well-vascularized muscular site in proximity to the procedure.

Event description:
During a simplicity ablation procedure, the electrode would not reach temperature. The procedure was unable to be completed and was cancelled. The issue was determined to be due to placement of the grounding pad. There were no adverse consequences to the patient. There was no alleged deficiency with any abbott device.